Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "leak in iab circuit" alarm. The customer attempted re-filling the intra-aortic balloon and then replaced the intra-aortic balloon, but the unit continued to alarm. The patient was switched to another unit and therapy was continued. No pt injury was reported.